Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent batch # w90w1j. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that prior to an unknown procedure, after the nurse had taken the hand piece out of the sterile package, she found out that the body of the hand piece has got a small crack. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(6). Batch # w90w1j. (B)(4). It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint. (B)(6) 2016.